Manufacturer narrative:
The insulin pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. Customer's blood glucose was unknown at the time of the incident. It was stated that the reservoir compartment was able to lock in place. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instructions. The insulin pump will be returned for analysis.